Manufacturer narrative:
Patient weight was not provided. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device - 2 years and 3 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported the log file captured a no external power event.

Manufacturer narrative:
Section a4, h8: additional information. Investigation conclusion: the submitted log file contained data from (B)(6) 2019 through (B)(6) 2019. Review of the log files confirmed no external power events on (B)(6) 2019. These events were preceded by low power hazard alarms and appeared to be due to a loss of ac power while the system controller was connected to the mobile power unit (mpu); however, a specific cause for these events could not be conclusively determined through this evaluation. The absence of external power to the system led to the activation of the backup battery (ebb) and there was no interruption in pump function. Despite these alarms, no other atypical events were captured and the pump appeared to function as intended. The patient remains ongoing. It was reported that the mpu was not exchanged and would not be returned for evaluation. No further events have been reported at this time. The heartmate 3 lvas IFU and patient handbook describe all alarms (visual and audible), including the no external power alarm, and what action should be performed when they do occur. These documents also caution the patients to call their hospital contacts in they think for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The patient remains on vad support. No further information was provided. The manufacturer is closing the file on this event.